Event description:
Surgeon attempted to decompress the primary guide and neglected to change the mode from drill to compress. He was in reverse and started decompressing the guide when the tip of the decompression screw at the top of the primary guide broke. The break was noticed by the surgical technician at the back table. All pieces were verified and accounted for. No adverse effects reported to the patient.

Manufacturer narrative:
Device evaluation is pending return of device. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned guide was examined under magnification. Torsional and oblique fracture patterns were identified at the hexalobe recess that moves the slider in and out. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to recess. Breakage may occur when excessive force is applied with the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as inadequate recess hole depth, poor driver engagement with the recess, and improper surgical technique. A t8 driver was tested in the remaining hexalobe recess and still functioned as intended. No broken pieces were returned. No definitive conclusion can be made. Based on the information provided, the exact root cause could not be determined. Updates included in d4 (lot number, UDI), d9, h3, h4, h6(b, c, d, g).